Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming battery depleted again. They checked the power of the batteries and they were full. They removed, replaced the batteries and the pump was powered on. They reviewed the settings and started the pump. Pump was running but the alarm did return. Trouble shooting was continued. They restarted the pump, and pump was running but the battery depleted alarm returned. They removed and replaced the batteries and then powered the pump off to avoid continuous alarm. A continuous infusion rate of 2.2 ml per hour had been programmed, with a total reservoir volume of 23.1 ml and a given volume of 76.9 ml. There was patient involvement, but no patient harm was reported. The operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.